Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient informed the healthcare provider that they could feel vibrations from the pump. Per the reporter, the healthcare provider was unclear as to if the patient feels them constantly or intermittently. The healthcare provider stated that the patient was on simple continuous dose, no ptm. The patient has some history of psychological disorders. No further action was taken at this time. Additional information was received on 23-sep-2021 that reported the patient stated that she can feel the vibrations from the pump internally. The patient stated she can feel the vibrations of the pump all the way to her toes. The physician was planning on replacing pump and sending pump for analysis. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was per the synchro med ii tablet application, the pump was functioning as expected. There were no actions or interventions taken to resolve the issue. Surgical intervention did not occur but was planned though not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.